Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when measuring very high r-wave amplitude values, the analyzer wave form was blank. The programmer remains in use. No patient complications have been reported as a result of this event.